Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a medical/technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. A tear was noted along the distal seam of the bag. There was plastic remnant on the metal ring and the ring was broken. The bag was detached from the device. The pull ring was not received. No other visual abnormalities were noted. The plunger and metal ring advanced and retracted properly. The bag was manually cinched without difficulty. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did display an increased trend. A process enhancement has been implemented. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: robotic prostatectomy. According to the reporter: bag ripped at seam after retrieval of prostate. Specimen was in the bag at the time. No other adverse events in procedure. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.